Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that patient insulin evaporated and the tubing became discolored/white event on (B)(6) 2026. The infusion set was in use for two and half days. The blood glucose level was high and the patient was treated with multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.